Event description:
It was reported that during a bankart surgery the drill could not be guided through the drill sleeve, it is blocked. Drill sleeve not large enough for the associated drill. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is not confirmed. One unpackaged ar-3638ds serial/batch number (B)(6) was received for investigation. Functional testing found that the drill goes through the straight drill guide without resistance. Visual evaluation found that the flexible obturator tip was bent. Measurement inspection found that the devices are within drawing specifications. No problem found.